Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 efficia defibrillator monitor indicating that, during electrical cardioversion, the defibrillator monitor displayed no rhythm for several seconds following shock delivery. Patient was at the same time connected to a second monitor, where asystole detection and an according response was possible. The same event occurred with two other electrical cardioversions, such that the device was replaced. The first occurrence is addressed in this (B)(4). The second occurrence is addressed in (B)(4). The third occurrence is addressed in (B)(4). Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the dfm100 device indicating that the device displayed no rhythm for several seconds following shock delivery. The device was in use at the time of the event, however, there is no information on patient impact/harm. The same event occurred with two other electrical cardioversions, such that the device was replaced. The first occurrence is addressed in (B)(4). The second occurrence is addressed in this (B)(4). The third occurrence is addressed in (B)(4). Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the dfm100 device indicating that the device displayed no rhythm for several seconds following shock delivery. The device was in use at the time of the event, however, there is no information on patient impact/harm. The same event occurred with two other electrical cardioversions, leading to the replacement of the device. No further incidents were detected afterward. The first occurrence is addressed in (B)(4). The second occurrence is addressed in (B)(4) and the third occurrence is addressed in (B)(4). Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the device displayed no rhythm for several seconds following shock delivery. The device was in use at the time of the event, however, there is no information on patient impact/harm. The same event occurred with two other electrical cardioversions, leading to the replacement of the device. No further incidents were detected afterward. The first occurrence is addressed in (B)(4). The second occurrence is addressed in (B)(4) and the third occurrence is addressed in (B)(4). Log review analysis stated that, according to iec 60601-1 standards, a delay of up to 10 seconds in resuming heart rate monitoring after shock delivery is permissible. The complainant reported a delay of ¿several seconds¿; however, due to the lack of precise timing, it cannot be determined whether this delay fell within the acceptable range. Despite multiple attempts to obtain additional information, no response was received from the customer. A review of the device¿s logs from the reported date showed no recorded errors or abnormalities. The device remains at the customer site, and no further evaluation is deemed necessary at this time. Based on the information available the device log showed no errors. The reported issue was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. In conclusion, the device¿s hardware error logs did not indicate any malfunction of core functions, including ECG or heart rate monitoring, during the reported time frame. The hr monitoring recovery time after shock delivery is required in iec60601. The post-shock recovery time for heart rate monitoring, as described in the complaint, was noted as ¿several seconds.¿ based on the information available, it cannot be determined whether this delay fell outside the acceptable range. No further action is required at this time.